Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported the patient was revised due to pain. During the revision, it was noticed that the shell had loosened and there was no bone in-growth. A scanning electron microscope evaluation found corrosion present. Upon receiving product the screw was noted to be fractured.

Manufacturer narrative:
Concomitant medical products: shell catalog# 00620005022 lot 61342482. Porous stem catalog: 735401102 lot: 61365664. Femoral head catalog: 00801803603 lot: 61371538. Trilogy liner catalog: 006030505036 lot: 61358717. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02326, 0002648920-2016-00930, 0001822565-2016-02328, 2648920-2015-00207. Complaint sample was evaluated and the reported event was confirmed. The fractured bone screw shows damage to the rim of the head. The major thread diameter is conforming to print specification. Fractography conducted by sem revealed that the bone screw sample was fractured due to overload. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Likely root cause for the implant fracture identified as subsidence of cup and poor bone ongrowth and overload on the screw from sem analysis which might contributed to implant fracture. However a specific root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.